Event description:
It was reported that the patient was presented in the emergency room with syncope. Follow up was attempted but no information was obtained to disassociate the implantable pulse generator (ipg) from the syncope. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead (B)(6) 2013.